Manufacturer narrative:
(B)(4). B5: describe event or problem -additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: type of event - additional h2: if follow-up, reportable what type -correction h3: device evaluated by manufacturer ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the bin file was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.